Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 25 mmol/l. The customer was declined to troubleshooting. The customer stated that they did received insulin flow blocked alarm. It was unknown that the customer did used to auto mode feature at the time of event. Customer stated the insulin exited. Customer states the cannula is not bent. The device will not be returned for analysis.